Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15728. The pt reported she experienced heating at the ipg site while charging. The pt stated the heating begins within 30-45 minutes of charging and leaves her skin red. The pt also stated she used the antenna pouch while charging. A replacement le charging system was sent to the pt. Follow-up identified the pt's issue was resolved with the use of the replacement charging system. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.